Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the display looks faded despite the user attempting to adjust the brightness. The device was not in use on a patient at the time of the event; therefore, no patient or user health consequences or impact occurred.